Event description:
This x-ray system has had an ongoing intermittent loss of fluoro. In this instance, the pt was on the table with a scope down their throat. The system suddenly loses fluoro in the middle of the case. The procedure and pt turned out fine.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.